Event description:
Customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the unicel dxc 600i synchron access clinical system for two patients. The first patient when tested gave a "negative" result. Another sample was obtained from this patient and tested at a later date upon which it gave a result of "<2iu/l". Two other samples were obtained from this patient and tested on 2 alternate methodologies that produced results in higher diagnostic categories "<5iu/l" and 71500iu/l. The second patient upon testing also gave a result of "2iu/l" and two other samples obtained when tested on alternate methodologies gave results of "<5iu/l" and 8000iu/l both patients have been confirmed pregnant via echography. The erroneous results were reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was sent to bci cpls (customer product line support) for additional testing. Cpls was able to reproduce the customer's negative results. Interferent testing did not confirm the presence of any interfering substance. Qc is performed three times per day and was within the customer's established ranges prior to and after the event. Routine system checks were performed on 07/16/2009 and 07/28/2009 and both passed within instrument specifications. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.